Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and low impedances. Subsequently, a revision procedure occurred. The rv lead was successfully repositioned and remains in service. Also, after implant it was suspected that the helix had protruded and the lead distal was unstable and moved, nevertheless after the reposition procedure the physician suspected it was not a lead related but a procedure. Pericardial fluid could not be confirmed under echo and no additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and low impedances out of range. A perforation was suspected. Subsequently, a revision procedure occurred. The rv lead was successfully repositioned and remains in service. It was thought that, after implant procedure the helix had protruded and the lead distal was unstable and moved, nevertheless after repositioning the physician suspected it was not a lead related but a procedure. Pericardial fluid could not be confirmed under echo and no additional adverse effects were reported.